Manufacturer narrative:
The customer reported multiple attempts were made to clear a collision on detector two using the touchscreen panel. After one of the attempts, the gantry rotated in the opposite direction of what was requested. The collision cleared during rotation with no operator intervention and the system was returned to clinical use. The patient was already out of the room when this occurred. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse provided the following information about the incident: an operator had completed a patient study in the dual head standing position. The patient contacted a collision sensor on detector 2 as they stepped away from the system. The patient exited the room and the technologist moved the table back into position. At this point, the system would not go into ppm (pre-programed motion) general 180 mode and they could not clear the collision. They went to use the touchscreen hand controller function to rotate the system in a start-stop manner. The operator alleges that the gantry rotated in the opposite direction during one of their rotation attempts. The operator stated the collision cleared during rotation with no operator intervention. The operator was able to execute the general 180 ppm and perform a patient study without any further issues. This issue was sent to philips engineering for review. Engineering determined a software issue is the probable cause. The system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported multiple attempts were made to clear a collision on detector two using the touchscreen panel. After one of the attempts, the gantry rotated in the opposite direction of what was requested. The collision cleared during rotation with no operator intervention, and the system was returned to clinical use. Based on the available information, this issue has been determined to be a reportable event.